Event description:
Additional information received from the patient reported the last couple of days they continued having coupling issues while charging the ins, and they've noticed the power button on the wr will sometimes turn orange. The patient repeated that it takes a long time for the wr to find the ins. The patient mentioned that they have parkinson's and their fingers don't work to press the power button, so they had an assistant helping them. During the call, the wr power button turned orange and made error tones, but this was because the patient didn't have the wr over the ins for at least 2 minutes. It was reviewed the wr power button will turn orange and make error tones if the wr does not make a connection to the ins within a few minutes. The assistant powered off the wr and powered it back on, and positioned the wr (using the drape) over the ins. The assistant was eventually able to get the wr to maintain a connection with the ins as long as they held the wr in place. It was reviewed the wr was working correctly. The assistant said they will talk to the nursing staff at the patient's facility to see if they can help the patient get the wr placement correct when they need to charge the ins. The patient mentioned the ins was tilted. It was recommended to address this with the healthcare provider (hcp).

Manufacturer narrative:
Section d10 references: product ID wr9200 lot# serial# (B)(6) product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had been having trouble getting the implant charged up. Patient representative said wireless recharger would take forever to find the implant and then sometimes the patient was charging their implant battery for 2 hours or more. Patient representative said that the implant did not lay not real flat at all and was tilted up. Patient services (ps) reviewed how this could effect recharging. Patient representative said the way the implant was laying made it so the recharger slipped off the implant even when patient was using the drape. Agent walked patient representative through resetting the wireless recharger and patient representative was able to start a charging session with excellent connection, implant showed charging at 100% on recharger application. Recharger was functioning like normal during call. The patient was redirected to their healthcare provider to further address the issue, patient representative said they have an appointment with healthcare provider in may 2025. Agent sent email to field to notify them of situation.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.